Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) went onsite to further investigate the reported issue. The fse found error 23069 on the universal surgical manipulator (usm) 3 and replaced the usm to resolve the issue. Isi has received the usm for failure analysis investigation. The usm was analyzed, and the 23069 was confirmed but not replicated during in-house testing. In system logs, the 23069 was found indicating fault on the usm insertion axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a testing platform where all relevant testing was passed within specification. Once testing was completed, the insertion cva pca and searchlight pca were inspected, and no faults could be identified. The complaint was confirmed based on field evaluation. The probable root cause is attributed to insertion cva pca and searchlight pca. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting pre anesthesia a da vinci assisted thoracic pulmonary segmentectomy surgical procedure, the error 23069 was identified on the universal surgical manipulator (usm) 3. Intuitive surgical, inc. (Isi) technical support engineer (tse) guided caller to perform a hard power cycle and emergency power-off (epo). There was no change. The tse guided caller to disable usm 3 and asked him if or staff can proceed with 3 usms. Caller stated that the surgery was postponed. There was no report of patient involvement.